Manufacturer narrative:
Product analysis: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the lead was attempted, not implanted due to a helix malfunction. There was placement difficulty as the helix never fully extended and they were unable to fixate in the right atrium. There was difficulty retracting and re-extending the helix despite slow rotations. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.